Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their implantable pulse generator (ipg) had moved from its original position and there was difficulty to sleep in certain positions because they were laying on the pacemaker. Diagnostic testing/troubleshooting was performed and it was noted the pacing system was functioning as expected. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.